Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected pump error 63. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. The right belt clip rail broke off. Also the s/n label located between the belt clip rails has rubbed off and become illegible; plus it is peeling at the bottom. Finally the middle keypad button is cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the middle button on the insulin pump did not always respond to button presses. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.